Manufacturer narrative:
(B)(4). Evaluation: the reported condition of failure code 94 was confirmed during device evaluation by baxter onsite at the customer facility. The assignable cause was identified as a defective main battery. The main battery was replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.